Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that, the nurse was doing patient rounds and found the top of the IV pump to have a puddle of lactated ringers." The infusion was stopped and a new set was used. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). This follow up is being submitted to inform you that b. Braun medical inc. Is issuing a voluntary device recall removal for batch number: 0061685454 for the blood administration sets. The lot was distributed between august 12, 2019 and september 9, 2019, and has an expiry date of june 30, 2022. B. Braun medical inc. Has identified through complaints the potential of leakage at the joint between the blood filters and tubing.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples with packaging were returned for further evaluation. The returned sets were tested per specification and failed. Leakage was observed at the proimal end of the blood filter. The reported defect was confirmed. While we are unable to confirm the root cause of the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.